Event description:
It was reported that a detachment of the device occurred. The 95% stenosed target lesion was a heavily calcified and moderately tortuous proximal left circumflex artery. A rotapro 1.25mm was selected for rotablation treatment. During advancement, the 1.25mm rotapro burr detached. The detached burr was retrieved with the rotawire. A rotalink burr 1.50mm was selected to continue the procedure. During advancement, the rotalink burr 1.50mm burr detached. The detached burr was retrieved with the rotawire. The procedure was completed with a balloon catheter and stent implantation. There were no patient complications, and the patient was fine post procedure.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that a detachment of the device occurred. The 95% stenosed target lesion was a heavily calcified and moderately tortuous proximal left circumflex artery. A rotapro 1.25mm was selected for rotablation treatment. During advancement, the 1.25mm rotapro burr detached. The detached burr was retrieved with the rotawire. A rotalink burr 1.50mm was selected to continue the procedure. During advancement, the rotalink burr 1.50mm burr detached. The detached burr was retrieved with the rotawire. The procedure was completed with a balloon catheter and stent implantation. There were no patient complications, and the patient was fine post procedure.

Manufacturer narrative:
E1: initial reporter phone number - (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated. The rotawire used in the procedure was also returned. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and broken at the point of detachment from the burr. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was kinked, stretched, and broken at the point of detachment.

Manufacturer narrative:
E1: initial reporter phone number - +(B)(6). Updated: lot number.

Event description:
It was reported that a detachment of the device occurred. The 95% stenosed target lesion was a heavily calcified and moderately tortuous proximal left circumflex artery. A rotapro 1.25mm was selected for rotablation treatment. During advancement, the 1.25mm rotapro burr detached. The detached burr was retrieved with the rotawire. A rotalink burr 1.50mm was selected to continue the procedure. During advancement, the rotalink burr 1.50mm burr detached. The detached burr was retrieved with the rotawire. The procedure was completed with a balloon catheter and stent implantation. There were no patient complications, and the patient was fine post procedure. It was further reported that a new rotawire was used to complete the procedure. Rotational speed was set to 180,000 rpm and there was not significant resistance encountered between the burr and rotawire.